Event description:
Customer has a v60 and just replaced the front bezel and now it has a code 1007- (post) vent-inop: machine and proximal pressure sensors failed. There was no patient involvement. The remote service engineer instructed the customer to inspect the cable from the da pcba to the mc pcba, and the customer stated they already replaced that part and made sure it is securely connected. The customer tried a different pc pcba, and it solve the issue.

Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. As suggested by rse, the customer checked and confirm that connection between data acquisition printed circuit board assembly (da pcba) and motor controller (mc) pcba was securely connected. To resolve the issue, the customer swapped out the power management (pm) pcba. The system works as specified post this action. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.